Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device and in the ring around the nozzle. The returned catheter was kinked and bent with powder on the exterior of the red hub and inside the tubing. The device was tested as returned and sprayed as intended. The returned catheter was attached and sprayed as intended. The co2 cartridge discharged when deactivated and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device sprayed powder as intended. The returned catheter was attached and sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended as returned and when tested with a new co2 cartridge. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. The instructions for use states, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The information provided by the user indicates that the device was tested prior to use. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user tested the device prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for an unknown procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the device would not spray at all, the user tried without the catheter and still did not work. The procedure was completed by using another hemospray endoscopic hemostat. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.